Event description:
Our office in another country received a report from a female pt who experienced bilateral infective keratoconjunctivitis following the use of complete moistureplus. The pt initially indicated that she transferred solution from the bottle to a smaller bottle for travel. She later changed her mind and said she did not do this. Her symptoms began as blurry vision, ocular redness and discomfort. She was seen by her eyecare professional in 2006 and prescribed gutt cravit every 2 hours, gutt infectofalm every 3 hrs, zovirax ointment every 4 hours and zovirax 800 mg tablets four times daily. She was seen one month later, and the conjunctivitis was still present. The complaint unit was not returned for testing. Retained chemical analysis and batch review were within product specifications. The pt indicated she used two different bottle of complete moistureplus. (See also MDR 2020644-2007-00014).

Manufacturer narrative:
Chemistry and batch record review for retained sample performed. Product was within sepcifications.